Event description:
A caller reported a malfunction identified as malf 12 with their tandem pump, indicating an operational issue. There was no information provided regarding any adverse impact on the customer's blood glucose level. The caller was assisted by a support specialist to reset the pump; however, the malfunction reoccurred. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and was informed that a replacement pump would be sent. Instructions were also given to store and return the faulty pump to tandem using a pre-paid label.